Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a looped wire was confirmed, but the exact cause could not be determined from the radiographic image that was provided for investigation. The image showed what was consistent with a per-q-cath PICC with a wire within the lumen. The wire and catheter shaft appeared to be looped and knotted. The loop and knot in the wire may have caused the reported damage to the sheath. Although the exact cause of the damage could not be determined, potential contributing factors include insertion technique and advancement against resistance. A lot history review (lhr) of redu3080 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that on a 6-year-old patient followed for cystic fibrosis, managed for midline catheter placement for 14-day antibiotic therapy home. When fitting to the right, insertion of the catheter has place without difficulty with the presence of an initial resistance, usual. Guide and catheter withdrawals are impossible, resistance is noted then a break in the catheter sheath across its width, the guide being always in place. Clinical consequences : removal of devices in the operating room, under anesthesia general. Scope-controlled location of the catheter : visualization of a loop. Incision superficial centimetric skin opposite the point defective catheter skin. Easy identification of the loop and ablation of the entire catheter and guide. Absence of extravasation observed during injection of physiological saline: was the catheter still in intravascular and the interval vascular? Installation of a new catheter on the left. 24 hours of hospitalization following the intervention. Info received from local authorities : child 6 years old followed for cystic fibrosis, taken care of for ceftazidime cure. Catheter placement on (B)(6) 2020 on an outpatient basis at the right elbow (basilic vein). (B)(6) 2020, presence of a edema and redness in the right arm with brachiothoracic pain. Arterial doppler ultrasound reveals thrombosis within the right basilic vein from the point distal entry of the catheter to its junction with the brachial vein. Consequences for the patient: current state of the patient: hospitalization of 48 hours. Emergency catheter removal. Preventive anticoagulant treatment (lovenox, 1mg / kg for 7 days). Pulmonary arterial angiography scan to eliminate pulmonary embolism. Actions undertaken in the care establishment for patient care: the device is not available for expertise.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redu3080 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that on a (B)(6)-year-old patient followed for cystic fibrosis, managed for midline catheter placement for 14-day antibiotic therapy home. When fitting to the right, insertion of the catheter has place without difficulty with the presence of an initial resistance, usual. Guide and catheter withdrawals are impossible, resistance is noted then a break in the catheter sheath across its width, the guide being always in place. Clinical consequences : removal of devices in the operating room, under anesthesia general. Scope-controlled location of the catheter : visualization of a loop. Incision superficial centimetric skin opposite the point defective catheter skin. Easy identification of the loop and ablation of the entire catheter and guide. Absence of extravasation observed during injection of physiological saline: was the catheter still in intravascular and the interval vascular? Installation of a new catheter on the left. 24 hours of hospitalization following the intervention. Info received from local authorities : child (B)(6) years old followed for cystic fibrosis, taken care of for ceftazidime cure. Catheter placement on (B)(6) 2020 on an outpatient basis at the right elbow (basilic vein). On (B)(6) 2020, presence of a edema and redness in the right arm with basithoracic pain. Arterial doppler ultrasound reveals thrombosis within the right basilic vein from the point distal entry of the catheter to its junction with the brachial vein. Consequences for the patient: current state of the patient: hospitalization of 48 hours. Emergency catheter removal. Preventive anticoagulant treatment (lovenox, 1mg / kg for 7 days). Pulmonary arterial angiography scan to eliminate pulmonary embolism. Actions undertaken in the care establishment for patient care: the device is not available for expertise.